Event description:
It was reported that 23 patients underwent revision hip arthroplasty due to infection.

Manufacturer narrative:
Information was rec'd via published literature: http://www.ncbi.nlm.nih.gov/pubmed/25399966. Other device used: catalog # unknown, unknown zimmer trilogy liner lot # unknown. It could not be confirmed if the devices are an approved and compatible combination. Surgical notes or medical records were not provided, to verify or confirm the infection. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. This event is reported through a journal article that studies short-term survival of the trabecular metal cup in comparison to similar cups used in acetabular revision surgery. The part numbers and lot numbers and lot numbers of the products are unknown; therefore the device history records, complaint history could not be reviewed. The journal article states that the surgical intervention included either a cup or liner revision. An exchange or removal of the cup and liner following the initial revision was defined as re-revision of the cup. The journal article did not state if the liner or cup caused or contributed to the reported events for the patients.